Event description:
Patient got up after lying down for a while due to dizziness; inappropriate therapy delivered 8 times in a row; patient alert tone went off at the last shock. All patient tones had been programmed off. Lead model 6940 tested out of specification during mfgr's analysis.